Event description:
The customer reported that a pump had "failed" and the pt needed to be resuscitated. Although this report was made in the context of a discussion about corroded iui connectors, no info is currently available about the event. The customer states that she did not know that she needed to report the event and that the pump was likely repaired and put back into service and that no lasting harm occurred to the pt.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.